Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, chest pain and vomiting. The reported blood glucose reading was 600 mg/dl. A few days prior to being hospitalized, the customer exposed the insulin pump to an xray. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Also found several low reservoir alarms in the alarm history, even though the customer still had at least 80 units of insulin left in the reservoir. Advised that the insulin pump would be replaced. Nothing further was reported.